Event description:
It was reported that far p wave oversensing was observed on non-sustained right ventricular oversensing (nsrvo) episodes resulting in pacing inhibition on the implantable cardioverter defibrillator (ICD) as seen on remote transmission. Programming recommendations were given to the clinician. The patient was stable.